Event description:
It was reported the pt's pump was replaced, due to battery depletion. The catheter was also replaced due to an occlusion. No symptoms were reported. The pt recovered without sequela. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Catheter.